Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced a wearable failure. After the failure had occurred, the patient experienced shaking, sweating, and could not stand on his own. The patient tried to get to the kitchen to get some cereal and sugar. The patient was at a treatment center at that moment and when a staff member saw the patient trying to get sugar and about to fall, an ambulance was called. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 20 mg/dl. The patient was treated with a nasal spray (glucagon), glucose tablets, and candies. The patient recovered in 15 minutes and when another fingerstick was taken the blood glucose reading was 40 mg/dl. No further treatment was reported to be needed. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.